Manufacturer narrative:
The manufacturer previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to scratching noise from the machine, cough. The device was returned and manufacturer could not confirm particles in air path during device evaluation. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection was completed by the manufacturer. The manufacturer found evidence of sound abatement foam degradation throughout the blower box, on the inside surface of the blower, a black tar-like substance on the inside surface of the blower and on the blower blades, a dark contamination on the inside surface of the lower enclosure, dust/dirt contamination inconsistent with degraded sound abatement foam throughout device enclosure, and airpath. The manufacturer found evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes multiple contaminants found were consistent with black tar-like substance on the inside surface of the blower and on the blower blades, a dark contamination on the inside surface of the lower enclosure and dust/dirt contamination found was inconsistent sound abatement foam. The manufacturer confirmed there was evidence of sound abatement foam degradation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP,bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to scratching noise from the machine, cough. The device was returned and manufacturer could not confirm particles in air path during device evaluation. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.